Event description:
The lead was explanted and replaced, and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual inspection of the lead revealed an external insulation abrasion consistent with friction to the device can. The insulation abrasion breached the right ventricle (rv) lead and non- functioning cable lumen. Both rv cables were abraded and melted/separated. The inner lumen and inner lead coating were also abraded in this region exposing the inner coil. The cause of the reported event was isolated to the abraded and melted/separated rv cables and exposed inner coil at the abrasion region.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, high defibrillation impedance and noise on the right ventricular (rv) lead were noted. The device was reprogrammed to disable high voltage therapy and no further intervention has been planned at this time. The lead will continue to be monitored, and the patient was stable with no adverse consequences.